Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported an error message 0x16382350. The tablets showed a number of errors (saw the restart error twice) and they had to restart twice throughout the case. The manufacture had recently upgraded their software and done a communicator upgrade and was wondering if this was the issue. On (B)(6) 2020 they had issues with their communicator losing its connection with the device, so they had to bag the communicator and place it over the ipg in the sterile field. They were also wondering if this was because they hadn¿t updated their communicator which they did on (B)(6) 2020. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that the cause was not known. The health care provider palpated the system, performed an x-ray, and possibly reprogrammed the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient was very sore over the spine and at the battery on the pocket. The patient felt swollen and ¿tender¿, although neither the nurse or the neurosurgeon see any redness or swelling on the skin. They had enormous pain over the area and could barely walk. The stimulation also hurts a lot when it is on.